Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 05/24/2024, it was reported by a sales representative via email that two ar-3636 knotless 1.8 fibertak anchors mechanisms did not convert fully. It got stuck with both anchors just after the splice was met. The white loop made it out of the shoulder, but the blue tail remained stuck inside the mechanism. This was discovered during a procedure on (B)(6) 2024. Additional information received on 5/29/2024: this was discovered during an anterior labral repair procedure. The case was completed using an ar-2923bc biocomposite pushlock. Nothing broke inside the patient. The case was delayed between fifteen to twenty minutes without additional anesthesia. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.